Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer experienced a high blood glucose (bg) of 506 mg/dl. Reportedly, the customer treated their high bg with a manual correction injection. The customer reverted to an alternate method of insulin therapy.